Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the cartridge and infusion set was changed to address the issue and insulin delivery was resumed. There was no reported impact to the customer's blood glucose level.